Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that he was in the hospital and would like to program a bolus. Customer's blood glucose level was 600 mg/dl. The customer treated his blood glucose level with 11 units during a bolus. The device was not returned.